Manufacturer narrative:
D4 and g5 are unknown. No product information has been provided. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. No lot number was provided for performance of a device history record review.

Event description:
It was reported that the cuff was inflated with 12ml of water for a mechanically ventilated patient. The cuff burst. A tracheostomy change was required. This happened twice in 10 days (sept 16 and sept 26) on the same patient.